Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "right swelled up and did aspiration." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿flu like symptoms¿, ¿body aches¿, ¿nausea¿, ¿right side swelled up and did aspiration¿. The device was explanted. This record is for the right side.